Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact root cause of the reported event could not be conclusively determined. If additional information is received at a later time, this report will be supplemented.

Event description:
The user facility reported that during a ureteroscopy procedure, the distal tip of the access sheath was dislodged into the patient. The physician retrieved the dislodged piece from the patient using a grasper. There was minor delay in the procedure, however, the procedure was successfully completed using a different device. No patient injury was reported.